Event description:
It was reported that a clinical trial patient experienced an epileptic seizure. The patient was treated with medication and the event resolved. The cause of the event was deemed to be related to the procedure and not the device.

Event description:
It was reported that a clinical trial patient experienced an epileptic seizure. The patient was treated with medication and the event resolved. The cause of the event was deemed to be related to the procedure and not the device.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: (B)(6).